Event description:
Prior to treatment on 06/05/98, the pt was not administered an enema as required by protocol. According to the treatment chart, it was noted that a very rapid and high power ramp up occurred, contrary to protocol. Prior to treatment, an intravenous extention tubing was placed at the end of the rectal thermosensing unit stopcock. According to the temperature readings on the treatment chart, it was observed that air may have been escaping from the rectal thermosensing unit balloon due to the rectal thermosensing unit stopcock valve not being properly closed. The remainder of the treatment and therapy went uneventful. On 06/28/98 the pt was admitted to the hosp through the ER with a copius clear yellow fluid per his rectum. The pt eval noted a defect in the anterior wall. A rectal fistula was diagnosed. On 07/01/98 the pt underwent surgery. A suprapubic tube was inserted into the bladder as well as a diverting colostomy. The pt was released from the hosp on 07/07/98. On 07/08/09 urologix was notified of this event. Follow-up was made with the urologist to establish pt treatment and med history. The disposable products used in the treatment of this pt were disposed of post treatment as the treatment went uneventful.